Event description:
It was reported that the pt suffered acute pain at the implantable neurostimulator (ins) site. The ins was overdischarged, so the device could not be read. Additional info received reported that the ins moved and caused pain at the site. The pt recently lost a lot of weight. The device may have flipped and the pt was unable to charge the device. The pt was scheduled for surgery. If the leads are still good, the pt will have a battery replacement relocation. If the leads are fractured, the system will be explanted. No surgery date yet.

Manufacturer narrative:
(B)(4).